Event description:
CT taken post operative, revealed a rod slipped out of the pangea polyaxial screw and locking cap interface from a scoliosis procedure. Decision for another surgery has not been determined. Surgeon will continue to monitor pt.

Manufacturer narrative:
Implant remains in pt. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine mfg date without a lot number.